Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 447 mg/dl. Customer stated that she has been experiencing high blood glucose all day. Customer stated that she has a back-up plan. Customer treated with 7.5 units via manual injection. Customer's blood glucose was 457 mg/dl and then 369 mg/dl after treating with a manual injection. Customer's blood glucose was 494 mg/dl and then 463 mg/dl after a bolus. Troubleshooting was performed and the insulin pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that the cannula was also bent. Customer successfully connected to the set and chose to use the same reservoir although she was advised not to.